Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused the defibrillation output to be low at 166.3 joules. Physio-control determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u1 on the analog pcb assembly that had become resistive (legs 1 to 13). This caused that only one waveform was being output by the device.

Event description:
The customer contacted physio-control to report that their device showed a service wrench indicator in the readiness display. During device evaluation, it was observed that the device had logged an event code multiple times. When performing test defibrillation shocks, the device prompted "abnormal shock delivered". The device was still able to deliver therapy but during further testing it was observed that the defibrillator output was low at 166.3 joules for each joules setting, and the negative waveform of the output energy pulse was missing.there was no patient use associated with the reported event.